Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
For this complaint file, the final customer lot was identified. A device history record review was conducted; no anomalies were found. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported leaking trocars during a vitreoretinal procedure. The trocars were replaced and the case was completed without harm to the patient. A product sample was not retained. No further information is expected.